Event description:
This 35 yr old female had saline-filled breast prosthesis implanted 10/03/94. A recent mammogram was suggestive of a right side deflation. Gross exam: the right implant contains only a small amount of solution. There is an apparent 1 cm slit-like fenestration located just at the boundary between a 6.5 cm diameter thickened embossed ring in the middle of one surface. The left implant weighs 265 gm and shows no evidence of leakage.